Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), the delivery system jumped crossing the narrow tricuspid valve appeared to have scratch the surface on the way. Suspected cardiac perforation post operatively, it was observed the patient experienced pericardial effusion. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: mc2vr01-delsys; serial#: (B)(6). Product ID: mi2355a; lot#: mi2355a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.